Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported through a social media post that a patient experienced a stroke and a heart attack while wearing the pod. No blood glucose levels were provided. No further details were provided, and no other details are available as patient information is not accessible.